Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit turned off once removed from mains.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit turned off once removed from mains. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse stated that the battery was properly charging when plugged in. After testing battery and on ac power, the iabp passed all functional and safety tests.

Event description:
N/a.